Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient underwent a revision wherein the lead was replaced. The physician suspected lead malfunction. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-2218-50 (sn (B)(4)) as no anomalies or deviations were found during the complaint investigation site (cis) review, there is no reason to suspect a manufacturing defect as the source of the reported complaint. Sc-2218-50 (sn (B)(4)) device evaluation indicated that the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor.

Event description:
A report was received that the patient underwent a revision wherein the lead was replaced. The physician suspected lead malfunction. The patient was reportedly doing well postoperatively.